Manufacturer narrative:
Device investigation narrative -examination was not possible, as the device will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
The complaint was visually verified; however, the exact root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(6). No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during a meniscal repair procedure, upon withdrawing the needle from the capsule and pulling to tighten the suture knot, the second implant was found in meniscal tissue and had not passed. The entire construct had to be removed; all implants and sutures were retrieved. A back up device was available. No patient injury or complications were reported.